Event description:
It was reported that the patient had meningitis from a previous back surgery unrelated to the pump which resulted in them removing the pump and catheter. It was thought that "this may have left the patient with adhesion or scar tissue. " the pump was infusing an unknown drug. It was later reported that the patient's previous pump and catheter had been removed a year or more prior to report, but that the exact date was unknown. It was noted that "by report, patient had the pump placed, back surgery, infection, then removal of the pump and catheter." It was noted that the pain drug was unknown but that it was not baclofen. It was clarified that the physician stated that the infection was a result of the orthopedic back surgery and was unrelated to the pump but he was asked to remove the implants to help clear the infection. It was noted that the infection was cleared and the patient was presented in the operating room for pump placement.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID neu_ unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).